Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. During the procedure, the needle came out of the assembly. There were no delay and surgery completed successfully. There were no patient consequences reported.